Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ('pain') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the pain outcome was unknown. The reporter considered pain to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ('pain') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the pain outcome was unknown. The reporter considered pain to be related to essure. Most recent follow-up information incorporated above includes: on 27-dec-2019: this report was identified as a duplicate to record # (B)(4) to which all information will be transferred, then this duplicate record # (B)(4) will be deleted from bayer safety database. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.